Event description:
The patient reported pain in one of the pocket sites. A CT scan was ordered and hematoma was found. Cultures were obtained and infection was ruled out. An explant procedure was performed on (B)(6) 2023 to remove the b lead. The patient is currently doing well, the pocket has healed and the patient does not have any pocket pain.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the implant of the device, implanting the device at an off-label location, implanting the stimulator too close to the targeted nerve, migration, and inadvertently puncturing bone or tissue during the procedure have been ruled out as potential causes. Additionally, the patient did not fall and they do not have any contraindication conditions. The clinical representative stated the cause of the hematoma is unknown, and there was no external indication that one was present. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the implant of the device, implanting the device at an off-label location, implanting the stimulator too close to the targeted nerve, migration, and inadvertently puncturing bone or tissue during the procedure have been ruled out as potential causes. Additionally, the patient did not fall and they do not have any contraindication conditions. The clinical representative stated the cause of the hematoma is unknown, and there was no external indication that one was present. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported pain in one of the pocket sites. A CT scan was ordered and hematoma was found. Cultures were obtained and infection was ruled out. An explant procedure was performed on (B)(6) 2023 to remove the b lead. The patient is currently doing well, the pocket has healed and the patient does not have any pocket pain.